Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed visual inspection and bench testing. The device failed functional testing; cause is unknown. (B)(4).

Event description:
It was reported the device doesn't pace. The device failed self test and generated an error code. There was no patient involvement indicated.